Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a continuous primary audible alarm. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information was received indicating that the problem occurred prior to patient use; there was no patient injury. One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with the top case damaged in the front corners. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "primary audible alarm bgnd test" messages. To further investigate, a power up test was performed. Customer problem was not duplicated. Root cause could not be determined. The speaker was replaced as a preventative measure.